Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# va1x4x2, implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they hadn't used the equipment in a while and they were having problems again, so they were trying to connect with the ins. They were not able to connect because the handset was dead. They then reported that the doctor put in some leads and it quit working they were told they needed to change the leads in it. They stated this was what caused their leakage to continue and what they were referring to by the problem. They initially though they didn't have a new ins implanted. Registration information was reviewed and patient confirmed they understood. They stated this had been going on since date of implant and they wanted to connect with their ins due to this and they were not able to due to the handset being dead. They wanted to check the therapy status before getting botox or a new ins. They were redirected to buy a new usb cord as they had lost theirs.